Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6). Batch: 7308085 UDI: (B)(4).

Event description:
It was reported that the patient had an aborted trial. The patient turned off the stimulator due to pain in the lower left calf, and lead could potentially be irritating that lower leg. The leads were pulled and retained by facility per their guidelines.